Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported via a reply card stating the lens was scratched and was destroyed. Additional information has been requested.

Manufacturer narrative:
The use of non-qualified products may result in lens delivery issues and/or product damage. The manufacturer internal reference number is: (B)(4).